Event description:
It was reported that (16) devices were used during an unknown procedure. It was reported by the affiliate that the (16) msm20 devices clips would not close. Another instrument was used to complete the case. There was no conseqence to the pt. The devices were discarded.